Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip didn't release properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip didn't release properly. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the capsule bottom part is damaged. Functional examination was performed, the handle does not have communication with the clip assembly, evidence of both activations performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. It was found evidence that match with a failure to release the clip from the catheter due to the clip assembly was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that a soft deployment was caused by accident by activating the device and trying to reopen the clip. The customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Additionally, the damages found on the clip assembly were caused most likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip didn't release properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.